Event description:
It was reported a pt underwent routine coronary angioplasty, a pre-deployment groin shot was performed; however, the common femoral artery (cfa) was not visualized due to a total hip replacement. The physician decided to deploy the angio-seal as this was an interventional procedure with the pt given anticoagulants. Following deployment, the pt was transferred to the day ward; a false aneurysm developed when being transferred to a bed pan; profuse bleeding occurred. The pt was taken to surgery; the angio-seal was extracted from a small side branch of the femoral artery; a patch was placed to repair the artery. The pt was reportedly recovering and was discharged. The pt has since undergone another coronary intervention, however, access was achieved via the radial artery.